Event description:
It was reported that during the robotic assisted thoracoscopic lobectomy, the right upper lobe specimen was being retrieved via an enlarged port site when the bag tore, resulting in plastic shards from the device component falling into the thoracic cavity of the patient. The specimen was almost completely removed at this stage and was retrieved intact through the port. Two fragments of plastic were retrieved from the thoracic cavity. These fragments were size matched with the defect in the bag, and a thorough inspection of the thoracic cavity was performed with no further fragments identified. The incision was extended due to the product problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.